Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11234. Reference MFR report: 1627487-2012-11235. The pt received two extensions with different lot numbers. It was reported the pt had an unrelated back surgery, and during the procedure the physician had cauterized one of the leads. The pt reported afterward she did not have stimulation coverage, and was experiencing pain, intraoperative testing determined the extension was the device that had been damaged. The physician replaced the extension and replaced the ipg as a precaution. It was undetermined which extension was replaced so both will be reported.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.